Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was seen in the clinic for an one month follow-up. The physician had difficulty interrogating the device with a slow wand telemetry as the interrogation process took too long to complete electrical tests. The device is operating in high speed telemetry lockout and high speed telemetry should restore itself within a month. The device could be interrogated later that day. The patient is in stable condition and will be seen in three months for the next device check-up.